Event description:
Report received from the USA stating that the device was getting "really hot" during an ear, nose, and throat procedure. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).